Event description:
The customer reported unit alarms to "shutdown" when unit is in motion. There was no reprot of patient involvment.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.